Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise issue due to sensing issue was observed on the rv lead which was reproduced in clinic while patient takes a deep breath. Programming changes were made and issue was no longer observed. Physician opted to monitor the lead for noise. No further information available.